Event description:
It was reported on (B)(6) 2014 that the customer was having site issues with his insulin pump. The customer's health care professional advised him to switch site locations, but when he woke up this morning, his blood glucose level was 534 mg/dl. After dinner, the customer's blood glucose level was 134 mg/dl and is now 447 mg/dl. Troubleshooting was performed and it was found that there was no air in the tubing of the insulin pump. Customer stated that they did not have the tubing clamp and will call back to continue troubleshooting once they receive a replacement tubing clamp. Customer was advised to change the entire set and treat per health care professional's instructions. On (B)(6) 2014, customer called back and his blood glucose level was 177 mg/dl. Troubleshooting was completed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.